Event description:
It was reported an overdose was suspected; specific symptoms were not reported. The patient presented to the emergency room. The reporter wanted information regarding having the pump turned off. Additional information received indicated the patient experienced cognitive symptoms, hypotonia, nausea, somnolence and weakness. The hcp indicated that the cause of the event was "probable sepsis ? Paraneoplastic syndrome". An x-ray revealed the device was in place. CT scan revealed a possible renal mass. The pump contained lioresal 500 mcg/ml at a dose of < 40 mcg/day. Per the reporter the patient was currently improving.